Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced the hyperglycemia. Customer's blood glucose level was 400 mg/dl. The customer did not experience any symptoms related to the high blood glucose. The customer was treated with the insulin pump. Troubleshooting was declined for high blood glucose. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The insulin pump will not be returned for analysis.